Event description:
See initial report.

Manufacturer narrative:
Review of the livanova complaints database showed no other similar incidents notified for the batch concerned from the market. The complained oxygenator was returned to livanova for investigation. Device was found clogged with large clots and thick blood along the oxygenator fibers. An extensive cleaning operation was carried out to purge the device from the observed biological traces. Despite the extended cleaning procedure, blood deposits were still present inside the oxygenator fibers: unit could not be fully washed out. The oxygenator was subjected to the functional pressure drop verification test with bovine blood as per design specifications. A high hydraulic resistance to blood flow was exhibited by the device at low pump flow rates during the laboratory test causing an increase of the pressure drop. Measured p value exceeded the acceptable range of values prescribed within product specifications. This behavior was traced back to the residual presence of deposits and blood clots inside the fiber bundle that reduced the open surface for blood flow, this resulting in the anomalous pressure excursion through the unit. Results cannot be associated to a product deviation. The most probable root cause was an unexpected and progressive build-up of biological material (platelet aggregates and fibrin mass) inside the oxygenator fibers. Livanova conducted a literature and technical analysis about the trans-membrane oxygenator pressure gradients. Pressure drop excursion across the oxygenator is a known phenomenon reported in literature in all membrane oxygenators. The main cause of the pressure excursion has been identified in the platelet activation and adhesion within the oxygenator that progresses to increase resistance to blood flow during cardiopulmonary bypass. The factors influencing pressure excursions can be assigned to three main areas: - surgery clinical impact. - cpb clinical impact. - pathological patient conditions. Research on the phenomenon consistently concludes that the pressure excursion is complex and multifactorial and in most of the cases none of the factors considered singularly causes the phenomenon. An accurate analysis and monitoring of the factors identified can lead to the reduction of the phenomenon during cpb. Nevertheless, at current state of knowledge the complex nature of the phenomenon does not allow its complete elimination. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.- a.5. Patient information were not provided. D.4. The expiration date refers to the sterile finished product. The complained inspire6m oxygenator (catalog number 050702j) is not distributed in the USA, therefore the UDI is not applicable. The oxygenator item 050702j is similar to the inspire 6m oxygenator (B)(6), which is distributed in the USA, for which the device identifier is (B)(4). G.5. The product item 050702j is not distributed in the USA, and it is similar to the inspire 6m oxygenator (B)(6), which is distributed in the USA (510(k) number: k180448). H.4. The device manufacture date refers to manufacture date of the sterile, finished oxygenator. H.11. Sorin group italia manufactures the inspire 6m oxygenator. The involved device has been requested for return to sorin group italia for investigation. By follow-up, livanova learned that the increase of the oxygenator internal pressure occurred approximately 75 minutes after the beginning of bypass, following the administration of the third cardioplegia solution. The pressure value at the entrance of the oxygenator reached the peak value of 550 mmhg that was corresponding to the theshold set by the perfusionist on the heart lung machine and the pump stopped accordingly. The post-membrane pressure value was equal to 200 mmhg. The change out of the device was conducted with the aorta of the patient cross-clamped and the whole process from checking the surgical field to inspect the circuit and the oxygenator up to the unit replacement took about 7 minutes. During the inspection of the circuit, no blood clots or abnormalities were observed: in addition, the purge line of the oxygenator was opened but there was no blood flowing out from the device. This prompted the medical team to eventually replace the oxygenator. The arterial temperature was 34°c, the hb of the patient was about 8 g/dl (hct 22) and the act time prior to the event was 911 seconds and 600 seconds in the last reading before the change-out. After the new oxygenator was installed, the surgery was in the final stages and the patient was shortly after rewarmed and prepared for declamping. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report that, after the first delivery of cardioplegia solution during a procedure, pressure increased within the inspire, rising from <400mmhg to 530mmhg. The oxygenator was replaced and the procedure was terminated. There is no report of any patient injury.